Event description:
Caller reported a tandem mobi cartridge alarm, which occurred during the load process but did not cause blood glucose levels to exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level. In response, technical support confirmed the issue with consecutive cartridges, verified the customer had the most up-to-date pump software, and decided to replace the pump. The customer was instructed to use multiple daily injections (mdi) as backup therapy and was advised on the necessary steps for returning the faulty pump and receiving the replacement. The customer understood these instructions and agreed to follow them.